Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead, the lead was placed in the atrial septum and the threshold value was high. The lead was not implanted. No patient complications have been reported as a result of this event.